Event description:
Pt bought a non-FDA approved colored contact lenses online without a prescription. The contact lens caused a corneal abrasion which became infected and resulted in a corneal ulcer; 2.5x2.5mm corneal ulcer temporal to visual axis. Vision reduced to 20/40. FDA safety report ID# (B)(4).